Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "having to drop another introducer. Difficulty inserting, potential trauma to the vessel".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty inserting a microintroducer is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal edge of the microintroducer sheath was damaged and flared on one side. No further detail of the damage could be seen in the returned photograph. What appears be blood residue was observed within the dilator of the microintroducer in the returned photograph. While the cause of the damage observed on the sample in the returned photograph could not be determined, possible contributing factors include inadequate skin nick, insertion angle, excessive insertion force, and patient anatomy. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer "having to drop another introducer. Difficulty inserting, potential trauma to the vessel".